Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a cold solder joint on one of the pads of the thermistor. The root cause of the cold solder joint is not known, but was probably an assembly error. The thermistor was probably not soldered with enough solder. Assemblers have been instructed and shown how much solder to be put on this thermistor. The thermistor was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.

Event description:
The daughter of a (B) (6) male patient contacted lifecor customer support to report that one of the patient's battery packs was not charging. She stated that they have to press and rock this battery pack to get it to light any lights on the charger. Support sent the patient a replacement battery pack.